Event description:
A customer reported a low reading issue with the adc device compared to the built-in meter. The customer felt discomfort with symptom of vomiting and was unable to self-treat. The customer was seen by a healthcare professional who administered insulin (dose/type unknown) and hydration serum via IV for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event. A sensor reading of lo (readings less than 40 mg/dl) was compared against built-in meter reading of 157 mg/dl, and the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.